Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was in clinic (B)(6) 2014 with ldh of 1000 (normal limits for this hospital). (B)(6) 2014, called the vad coordinator with dark urine. On admission to hospital, ldh 4419, inr 1.4. (B)(6) 2014, ldh rising to 6700, phgb 33, urine clearing. On heparin gtt at 1500 units/hr, n power elevations noted. The patient's target inr 1.5-2, history of gi bleed, no asa therapy. Additional information received (B)(6) 2014: the patient had peak ldh level >10500 on (B)(6) 14. The patient's ldh 5/21/2014, approx 4500. Undergoing heparin therapy guided by factor xa. Urine clear, the patient is asymptomatic otherwise. Continuing to monitor.

Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is complete.